Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated phlebotomy team has been reporting the tubes are not completely filling, but are filling to approximately half of the expected volume. This is being reported on all three shifts by different phlebotomists, and on different patients. This complaint is 2 of 3.

Manufacturer narrative:
Investigation: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, all customer samples along with 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated phlebotomy team has been reporting the tubes are not completely filling, but are filling to approximately half of the expected volume. This is being reported on all three shifts by different phlebotomists, and on different patients. This complaint is 2 of 3.